Event description:
It was reported that, the subject flow diverter stent was successfully implanted in a patient on (B)(6) 2022. Post procedure patient called the clinic complaining of post operative headaches since on (B)(6) 2022 that were not improving. Patient was taking tylenol and oxycodone since on (B)(6) 2022. Patient saw a different provider and noted post operative headaches had resolved on (B)(6) 2022. It is indicated that the headache was possibly related to the study procedure, study device and an underlying condition or disease. Additional comments provided states "post-procedure headaches requiring narcotic medication". The outcome of headaches is indicated as recovered/ resolved.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure date was on (B)(6) 2022. Per site reporting in the study device was implanted successfully, and procedure with no device deficiencies noted. The condition being treated was intracranial aneurysm. The anatomical location was right ica clinoid (c5 segment). An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files h3 other text : the subject device is implanted inside the patient's vasculature.